Event description:
The patient reported experiencing elevated blood glucose of 460-560 mg/dl. She stated that when her blood glucose was elevated she disconnected from the infusion site and she was not able to get insulin to drip from the end of the infusion tubing. Her normal blood glucose range is 120-180 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.